Event description:
The customer reported that during the receipt inspection of his olympus high definition lcd monitor, the power was turning off on its own. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The monitor was working normally following the initial power up; however, it would automatically turn itself off within approximately 2 minutes of the initial start up. Following the loss of power, the unit was unable to be turned back on for approximately 4-5 minutes. Once that time passed, the unit would power up, and the process would repeat itself. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the intermittent power issue was unable to be identified. The investigation also confirmed a printed circuit board failure. The root cause of the printed circuit board failure was unable to be identified. Furthermore, the device evaluation confirmed there are dark patches of stain which are visible on the lcd display and the serial digital interface input port has dented. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.